Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. Customer also reported battery not accept alert. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. No unexpected failed battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Multiple failed battery test alarms found in the history files or traces but not around the event date ((B)(6) 2021). Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. In summary, no unexpected failed battery test alarm noted during testing. However, failed battery test alarm found in the pump history/traces due to corroded battery tube. Cosmetic damage was confirmed.